Event description:
It was reported by the rep that the (1) er320 was used during an unknown procedure. It was reported that the device would not apply a tightly closed clip. There was no consequence to the pt. There is no other info known.